Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8140548. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-20. Medical device lot #: 8240729. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-28. Medical device lot #: 8098580. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-08. Medical device lot #: 8054540. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-23. Medical device lot #: 8020529. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-20. Medical device lot #: 8073753. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-14. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe was damaged, had foreign matter, and scale marking issues. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ syringe was damaged, had foreign matter, and scale marking issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: three loose 3ml syringes were received and evaluated for lot number 8140548. It was observed one syringe had three small black embedded foreign matter particles in the plunger rod. They appeared to be burnt plastic and were smaller than level 3 in size, which is acceptable per product specification. The syringe also had a rolled scale where the scale was printed at an angle and was rejectable per product specification. Two syringes were observed to have skewed scales that were cut off below the 1.5ml marking and were both rejectable per product specification. Three loose 3ml syringes were received and evaluated for lot number 8240729. It was observed one syringe had a skewed scale that was cut off below the 1.5ml marking and was rejectable per product specification. The syringe also had a scratch and a deformation near the top of the barrel. One syringe was observed to have a small black stripe of foreign matter outside the fluid path on the luer of the barrel. It appears to be ink and was larger than level 4 in size and was rejectable per product specification. One syringe was observed to have significant damage to the barrel and plunger rod. It appears the syringe was crushed and had diagonal indentations outside the grad lines extending from the1.5ml to 3ml grad lines. The flange was also bent and a plunger rod rib near the thumb rest was cracked. One loose 3ml syringe was received and evaluated for lot number 8098580. It was observed there was a small black embedded foreign matter particle in the luer of the barrel. It appeared to be burnt plastic and was smaller than level 3 in size, which is acceptable per product specification. Three loose 3ml syringes were received and evaluated for lot number 8054540. It was observed one of the syringes contained multiple brown embedded foreign matter particles in the luer of the barrel. They appeared to be burnt plastic and are all smaller than level 3 in size, which is acceptable per product specification. One syringe was observed to have scratches that caused flat spot in the barrel extending from the luer up to the 1ml marking. One syringe was observed to have a circle of missing print inside the grad lines from the 2ml to the 2.5ml marking with more than half of the "2" missing and is rejectable per product specification two loose 3ml syringes were received and evaluated for lot number 8020529. It was observed one of the syringes contained a small black embedded foreign matter particle in the luer of the barrel. It appeared to be burnt plastic and was smaller than level 3 in size which is acceptable per product specification. One syringe was observed to have a deep scratch extending from the luer to the 1ml mark outside the grad lines. Two loose 3ml syringes were received and evaluated for lot number 8073753. It was observed one syringe contained a small black foreign matter particle outside the fluid path on the bottom of the plunger rod. It appeared to be a fiber and was smaller than level 3 in size, which is acceptable per product specification. One syringe was observed to have some surface scratches on the luer of the barrel that appeared to be cosmetic in nature with no function defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause is associated with the assembly process for damaged barrel, and marking process for the foreign matter outside the fluid path and skewed scale.